Event description:
Affiliate reported that upon use of codman perforator alongside irrigation, labeling on the perforator is becoming loose and coming apart from device, in some cases falling onto the sterile field. No adverse consequences were reported.

Manufacturer narrative:
Upon completion of the investigation a f/u report will be filed.